Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd smartsite 13mm vial access device was leaking the following information was received by the initial reporter with the following: it was reported by customer that vial adaptor leaking during use.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material#: 2203e and lot#: 23105217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material#: 2203e, batch#: 23105217. It was reported by customer that vial adaptor leaking during use. Rcc received a complaint via email. Cove ID complaint: (B)(4), date of company awareness: 22-dec-2024, fg batch#: y008793, bd vial adapter batch: 23105217, pqc category: vial adaptor leaking during use. Additional information required: 1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Dosage not received by the patient. 2. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Sample testing in progress. 3. Please share the captured photo of the event if available. 4. Could you please confirm whether the date of awareness mentioned in the email is the date of the event? If it is not, could you kindly provide the actual date of the event? The date of awareness is what is used as the date of event.